Manufacturer narrative:
Additional information: added event date to date of report.

Manufacturer narrative:
The returned device was given functional testing. The returned device's event history log was downloaded and examined. The event history log was found to have an error 10102 alarm. The issue was determined to have been caused by the microprocessor component. The cause of the component issue was not established.

Event description:
It was reported that the device gave an alarm with displayed message of "error 10102". No known adverse effects to patient.